Manufacturer narrative:
Based on the available information, this event is a serious injury. No additional patient or event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
The nurse reported a patient developed a bowel obstruction due to over inflation of the flexi-seal balloon. The physician removed the device and stated 200 milliliters of fluid removed from the device balloon.